Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing three high voltage shocks from their implantable cardioverter defibrillator that were unable to convert their rhythm. The patient was going in and out of short bursts of polymorphic ventricular tachycardia, and the patient reported experiencing chest paint. The rhythm ended up spontaneously converting on it's own. The patient was admitted, and the patient's medications were changed in attempt to control the arrhythmias. The patient was in stable condition.